Event description:
It was reported that a faradrive steerable sheath clear that was selected for ablation to treat an atrial fibrillation exhibited air ingress. During the procedure when a farawave catheter was inserted into the sheath and air was aspirated, after the sheath was inserted into the body, continuous air aspiration was noted. Thus, the sheath was replaced with another sheath and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. No abnormalities were noted during preparation of the sheath. No leak in the sheath nor any air in the patient was noted. Pump method of irrigation was used with a flow rate of 60ml/hr. A starter guidewire and a farawave catheter was inside the sheath when the air was observed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for ablation to treat an atrial fibrillation exhibited air ingress. During the procedure when a farawave catheter was inserted into the sheath and air was aspirated, after the sheath was inserted into the body, continuous air aspiration was noted. Thus, the sheath was replaced with another sheath and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. No abnormalities were noted during preparation of the sheath. No leak in the sheath nor any air in the patient was noted. Pump method of irrigation was used with a flow rate of 60ml/hr. A starter guidewire and a farawave catheter was inside the sheath when the air was observed.